Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 700cc mentor memorygel breast implants on (B)(6) 2015 and experienced postoperative left-sided burning sensation within a week after the surgery. The patient reported that within 4-6 months of implantation, she began to experience graves' disease, insomnia, anxiety attacks, nervous attacks, heart palpitations, hair loss, and dry skin. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and did not receive replacement devices. Upon explantation, the surgeon confirmed that the right-sided device was ruptured. The patient also reported that their explanted devices underwent pathology testing and no abnormalities were identified. The patient reported that after her devices were removed, her symptoms had disappeared and her well-being had improved. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).